Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crack opening, sharp opening, wear abrasion, and white particles inner the shell. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A sharp opening on valve bond edge assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.